Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. After five days, the patient stated they developed a hard lump under the skin. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020 and was diagnosed with an infection. The patient was prescribed oral antibiotics "glucocylin". At the time of contact, the skin reaction was better but was still red and sore. No additional patient or event information is available.